Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that the battery remaining capacity decreased from eight years to five years in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery life at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. A follow up was scheduled to be conducted in the next months, when the replacement date is going to be evaluated. No adverse patient effects were reported the device remains in service.

Manufacturer narrative:
Correction: explant date (suspect medical device): changed from (B)(6) 2022 to (B)(6) 2022 as this information was being confirmed with the sales representative. Device evaluation: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that the battery remaining capacity decreased from eight years to five years in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery life at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. A follow up was scheduled to be conducted in the next months, when the replacement date is going to be evaluated. No adverse patient effects were reported the device remains in service. Additional information was received indicating the device change out procedure is scheduled to be performed soon. Technical services (ts) discussed that the device appears to have enough capacity to maintain therapy until the scheduled replacement procedure. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that the battery remaining capacity decreased from eight years to five years in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery life at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. A follow up was scheduled to be conducted in the next months, when the replacement date is going to be evaluated. No adverse patient effects were reported the device remains in service.additional information was received indicating the device change out procedure is scheduled to be performed soon. Technical services (ts) discussed that the device appears to have enough capacity to maintain therapy until the scheduled replacement procedure. The device remains in service.additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that the battery remaining capacity decreased from eight years to five years in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery life at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. A follow up was scheduled to be conducted in the next months, when the replacement date is going to be evaluated. No adverse patient effects were reported the device remains in service. Additional information was received indicating the device change out procedure is scheduled to be performed soon. Technical services (ts) discussed that the device appears to have enough capacity to maintain therapy until the scheduled replacement procedure. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time. Correction: explant date (suspect medical device): changed to (B)(6) 2022 as this information was being confirmed with the sales representative.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. It was noted that the battery remaining capacity decreased from eight years to five years in approximately one year. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery life at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. A follow up was scheduled to be conducted in the next months, when the replacement date is going to be evaluated. No adverse patient effects were reported the device remains in service. Additional information was received indicating the device change out procedure is scheduled to be performed soon. Technical services (ts) discussed that the device appears to have enough capacity to maintain therapy until the scheduled replacement procedure. The device remains in service.